Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1fzln, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was recently implanted and did not think their device was on or working. Patient did not think it was working right and indicated they had not gotten desired therapeutic effect. Patient synced their implant with their programmer and stimulation was on, but they did not feel stimulation. Patient increased their amplitude, and felt stimulation sensation closer to the rectum instead of the vagina. Patient stated that during their trial surgery, the doctor moved it because they told it felt like it was more toward the rectum than in the middle, and it still felt that way after moving it. It was noted that the patient had two small repairs done inside their vagina and they did not want to mess with anything because they had swelling due to anesthesia. No further complications were reported. On (B)(4) 2017, additional information was received from a healthcare provider and it was noted that the patient was seen on june 23, and felt stimulation in buttock. The patient was reprogrammed to have midline/perinea stimulation. It was noted that the device was working, but there was some decrease in efficacy and that patient had follow-up to assure. No further complications were reported. On 2018-jun-01 additional information was received from the patient. The patient reported that her first implantable neurostimulator (ins) worked in the beginning and then seemed to have moved. The patient stated that she felt the stimulation to the right. The patient noted that she met with the local manufacturer representative (rep) and healthcare provider (hcp) and they tried all different programs. The patient stated that then she had an x-ray which showed that she had a frayed lead wire. The patient reported that she had that device removed and a new one put in. No further complications were anticipated/reported.